Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. This lead was successfully explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this lead was successfully explanted and replaced due to a dislodgement. No additional adverse patient effects were reported outside the revision procedure. This lead is not expected to return.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. This lead was successfully explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.